Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 02, 2019 that a flexiva 200 tractip laser fiber used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the laser fiber became very hot and a burning smell was noted inside the room. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.